Event description:
Reportedly, a small metal rod (2mm) from the tightening system came loose and fell into the patient's abdomen. It was retrieved by the surgeon; but risk of loosing part in patient if it went unnoticed.